Event description:
It was reported while using bd alaris smartsite extension set the tubing would not prime properly three times. There was no report of patient impact. The following information was provided by the initial reporter: today, we had three more instances where the tubing would not prime.

Manufacturer narrative:
Investigation summary: three samples (model #20159e) were returned by the customer. It was reported by the customer that they had three more instances where tubing would not prime. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Each returned sample has two smartsite ports. Each smartsite port of each sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. Each port was then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. Each returned sample had one smartsite port that was open and able to be flushed, and one smartsite port that was not open and was unable to be flushed. The customer complaint can be verified. A root cause was unable to be determined. A device history record review for model 20159e lot number 22029775 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.